Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an ultrasound guided breast biopsy, the device was able to prime and allegedly self-activated. It was further reported that another device was able to perform the procedure. There was no reported patient contact.

Manufacturer narrative:
Manufacturing review:the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. It was found that the cannula was unable to lock into place. Therefore the investigation is confirmed for failure to prime, however, the investigation will remain inconclusive for the alleged self-activation as functional testing could not be completed due to the priming issue. Upon disassembly it was noted that the left bumper was missing and the right bumper was bent. It is likely that the missing and subsequent bent bumper contributed to the reported and identified issues, however, based upon the available information the definitive root cause remains unknown. It is possible that procedural issues contributed to the reported and identified issues. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate

Event description:
It was reported that during preparation for an ultrasound guided breast biopsy, the device was able to prime and allegedly self-activated. It was further reported that another device was able to perform the procedure. There was no reported patient contact.